Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown; autopsy was not performed. The caller stated that the customer passed during the night. The caller found the customer in the morning, face down. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors or not. The caller could not remember if the customer was wearing a sensor at the time of death or not. The caller stated that the insulin pump might have been cremated with the body or destroyed at the mortuary. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.